Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was set to the incorrect calibration code number. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2016 at 7:00am she had an issue setting the reported meter with the correct calibration code number for the lot of test strips in use. The patient informed the csr that she manages her diabetes with oral medication and insulin. The patient claimed she continued to take her usual dose of metformin, insulin (unknown type) and ¿pills¿ (25mg) in response to the alleged meter issue. The patient reported that 1 day after the alleged issue started, she developed symptoms of feeling ¿very sleepy and tired.¿ in response to the symptoms, the patient reported attending the doctor¿s office on (B)(6) 2016 at 12:30pm where her blood glucose was measured at ¿314 mg/dl¿ on the doctor¿s meter. The patient claimed she was treated with an increase in her insulin dose. At the time of troubleshooting the csr assisted the patient with changing the code number on the subject meter. The alleged issue was resolved with training. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter issue began.